Event description:
It was reported that the customer had a crack on the screen of the insulin pump. Customer's blood glucose level was 173 mg/dl. Customer just started treatment on the pump today. Customer's mother did not have the serial number at the current time. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.